Event description:
It was reported that a m.blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt showed an under-drainage and adjustment difficulties.. The patient underwent a revision procedure performed on (B)(6) 2023. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 25 years. Weight: 111 kgs. Height: 165. Gender: female.

Manufacturer narrative:
Visual inspection: during the investigation, some residue tissues on the device was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the m.blue is operating not within the accepted tolerance in the horzontal position. The progav 2.0 is operating within the specified tolerances in the horizontal position. Adjustment test: the progav 2.0 and the m.blue were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force on both valves is within the specified tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our test results, we can determine an accelerated outflow at the m.blue in the horizontal position. The deposits visible in the valve may have led to the change in outflow rate. The progav 2.0 works within the tolerances in the horizontal position. Deposits caused by substances naturally present in the patient's bodies, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.